Manufacturer narrative:
Diopter: -10.0. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. The reporter indicated that the vault of the lens was excessive with shallow chamber. The lens was exchanged for a smaller lens on (B)(6) 2016 and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).